Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The imaging system then passed the system checkout and was found to be fully functional. It was noted that the computer was shifted against the front panel. They adjusted the computer and tightened the straps. The rep reseated the disk drives and installed software. The imaging system then passed the system checkout and was found to be fully functional. No parts were replaced, therefore no parts were returned for analysis.

Event description:
A healthcare provider (hcp) reported that, outside of a procedure, the system was rebooting when they were moving it. The slightest bump would cause it to reboot. There was no patient present at the time of the event. No additional information provided.